Manufacturer narrative:
The reported event of backup vvi was confirmed. The cause of backup vvi was an uncorrectable parity error reset that occurred while the device was in shipped settings. The parity error was unable to reproduce via different tests. The cause of the parity error could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was in backup vvi mode while the device was still in the box. The reason for the backup vvi mode was a firmware reset. The device image was corrupt and could not be viewed. The device was not used and a different device was implanted normally. The patient condition was stable before, during, and after the procedure.